Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the clinical file was received. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. The log showed two large amplitude waves in segments one and two caused the device to prompt "no shock advised". The customer provided zoll with a video of the event which shows the rescue workers holding down and intubating the patient during the analyze phase of AED. It is imperative that during the analysis period that no one should be touching the patient or the therapy pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.